Manufacturer narrative:
The device was returned for evaluation without the echelon catheter or the implant coil; within its inner pouch and carton box; inside of a sealed shipping box. Therefore, any contributing factors from the catheter and coil could not be assessed. The tack weld replacement (twr) crimp, and the pushwire were found to be intact distal to the break indicator (manual detachment location). The pushwire was examined and the implant coil was found to be detached. The pushwire was removed from the introducer sheath for further evaluation. The pushwire was found to be broken into two segments at approximately 145.9cm from the proximal end but retained together by the release wire. The release wire was pulled for the length of approximately 25.0mm. Under the microscope, the coin was not located against the lumen stop. The coil shield was found to be present and the implant coil detached. During evaluation, the release wire was pulled out of the pusher. The coin was measured in 3 locations and was found within specifications: specification dimensions for the coin are: at 0.063mm: 0.063-0.089mm; at 0.127mm: 0.075-0.105mm; at 0.275mm: 0.086-0.108mm. Measured 0.069mm at 0.063mm; measured 0.095mm at 0.127mm; measured 0.102mm at 0.275mm. The outer jacket was then removed. The i.d. Of the lumen stop and the retainer ring were found visually acceptable. The lumen stop inner diameter (ID) was measured found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop inner fit ID is 0.0029" maximum. It was measured 0.00284". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner dimension is 0.00455"+/- 0.00010 ". It was measured 0.00456". All other subassemblies appeared to be normal and no other anomalies were observed. Based on the above findings, the customer reports of "coil resistance/stuck in catheter" and "coil stretch" could not be confirmed. The event cause could not be determined as the pushwire was returned without the implant coil and the catheter; therefore, any contributing factors from the catheter and coil could not be assessed. Possible contributing factors include vessel tortuosity, failure to hydrate the devices properly and lack of continuous flush with heparinized saline was maintained during delivery. However, the customer reported that the devices were prepared per the IFU and continuous flushed with heparinized saline was maintained during delivery. In addition, the patient's vessel tortuosity was minimal. In regards to the "premature detachment" issue, the customer report was confirmed. The pushwire was returned with the implant coil detached and missing. It is possible that the implant coil detached due to the break in the pushwire with the release wire pulled. The cause for the break in the pushwire could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received. However, the device analysis has yet not begun. A supplemental report will be submitted when the device evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treating of a large ruptured right supraclinoid ica aneurysm with stent coils. There was report of coil encountering resistance at the hub of the microcatheter. The coil was pull back and appeared stretched. Therefore, the coil and the catheter were removed. It was soon realized that the coil had detached prematurely. The pushwire was not rotated during the delivery. A continuous flush was administered during the procedure. The ancillary devices were all discarded at the site and were reported to have been used and prepared per the instructions for use (IFU). No patient injury occurred. The blood flow was normal, and the anatomy was minimal in tortuosity.